Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. Vascular access was obtained via the femoral artery. The target lesion was located in the moderately tortuous aorta abdominalis. This 27/7/2/65 equalizer balloon catheter was selected for post-dilation of a stent graft. During insertion, the equalizer balloon got caught on a valve of an unknown 16fr sheath. According to the physician, "the balloon became ruptured when it got caught on the sheath". The physician inflated the balloon outside the patient and once the physician began inflating the balloon the rupture was noticed. The procedure was continued with another of the same equalizer balloon catheter. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).